Event description:
Approximately four months following implantation, the patient returned with an infection in the affected joint.

Manufacturer narrative:
Review of production records confirms all device provided have full documentation of applicable manufacture, cleaning, packaging, and sterilization. For devices provided non-sterile for steam sterilization at the healthcare facility, validated instructions for sterilization were provided. The device is not availble for evaluation by the manufacturer, and the source of the infection is not confirmed.